Event description:
The customer reported erroneously elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, above the acute myocardial infarction (ami) cutoff and the normal reference interval, for one patient, involving synchron lxi 725 system. Subsequent testing produced lower results, within the normal reference interval, for both assays. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed closed tube aliquoter (cta) carryover test which passed within system specifications. The fse reviewed the customer's data for the previous three system checks and noticed elevated washed %cv (coefficient of variation). The fse noted the incubator belt was squeaky. The fse tightened and calibrated the incubator belt. The fse performed high sensitivity (hs) system check; no further issues were noted. The unit conformed to the manufacturer's published performance specifications. The customer stated there were no associated error messages in the event log. Quality control (qc) was performed prior to and after the event - all levels recovered within range for creatine kinase-mb (ck-mb) and troponin I. The customer noted a very small amount of fibrin in the plasma, and the sample was a full draw.